Manufacturer narrative:
(B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a superficial infection at the incision site following a recent pocket revision procedure. The symptoms included swelling, redness and drainage at the incision site. The patient was being treated with antibiotics. It was unknown if the infection was related to the device but it was noted that it was not procedure related. The patient was doing well and the incision was healing.